Event description:
Nine years postoperatively, the valve was explanted due to paravalvular leak and "severe" aortic insufficiency. The valve was replaced and a tricuspid repair, mitral valve replacement and CABG x 1 were also performed. The pt had a history of myocardial infarct, perforated ulcer, endocarditis, congestive heart failure and paroxysmal atrial fibrillation. The valve is being retained by the pt.